Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). The customer was sent a battery assembly. No parts were returned to philips for failure investigation, therefore a root cause could not be established.

Event description:
It was reported that the ventilator had a battery fault. There was no patient involvement. The event date was not specified; estimate used.